Manufacturer narrative:
A cardioquip customer suspected their device of contamination and performed hpc testing. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options were relayed to the customer via email on 08/18/2025. As of the date of this report, the customer has not responded to these options.

Event description:
A cardioquip (cq) customer performed hpc testing on their device due to suspected contamination. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 08/18/2025, indicating device contamination.